Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas and alleged that the patient was hospitalized on (B)(6) 2018. It was reported that the patient experienced a blood glucose reading of 1325 mg/dl and was in a coma for a few days. The patient was reportedly released from the hospital on (B)(6) 2018 but remained in a rehabilitation facility due to an infection. The patient allegedly suffers from ms. Reportedly, treatment consisted of insulin via injections. According to the reporter, the pump was not maintaining the correct date and was not recording correct basal rates. This complaint is being reported because the pump could not be ruled out as a contributor to the adverse event.

Manufacturer narrative:
Date of submission (B)(6)-2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(6)-2018 with the following findings: the total daily dose (tdd) basal history indicated that on (B)(6)2018 at 07:01 there was a power interruption for an unknown reason. When the pump was powered back on, the date was never corrected. The pump ran on the default date until it was manually changed to (B)(6)2013; the incorrect date was the reason that the basal history appeared to be inaccurate. The last basal delivery recorded on (B)(6)-2013. The tdds added up correctly and reflected the user's programmed basal rates. The pump passed delivery accuracy test and was found to be delivering accurately and within range. The pump was exercised for 24 hours with a 2.0 units/hour basal rate. At the end of testing, the basal history correctly showed 2.0 units and the tdd showed 48.0 units. The pump was tested for time/date reset; the pump failed the test indicating a bt1 component defect. No errors, warnings, alarms, or delivery interruptions occurred during testing. Investigation was unable to duplicate a basal history recording defect during testing. Unrelated to the original complaint, the battery compartment was cracked on the side from the threads to the cover. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.